Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device appears to be functioning correctly subsequent to the described event.

Event description:
Reporter alleged that during an unknown surgical procedure on (B)(6) 2026, the visualization bedside unit (vbsu) has gone into a medium priority alarm (mpa). The user attempted to recover the vbsu, however, upon successful power cycle, the unit alarmed again. The user then decided to convert the procedure to manual laparoscopic approach. After the procedure, the user power cycled the system and it performed correctly with no mpas. No harm was reported in relation to this event. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to bean admission that its product is defective or that it has caused a death or serious injury.